Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) requested a representative (rep) to interrogate a pump to confirm that it was working before they discharge the patient. The hcp stated that the pump was malfunctioning and does  not know if the pump was delivering too much mediation or patient was having withdrawal. The hcp stated that the patient was in the ICU but has been moved to a room. The hcp stated that the patient has been in the hospital for almost 10 days. The call was redirected caller to the national answering services (nas) to page local rep.